Event description:
It was reported that the patient is having a possible allergic reaction to some spinal implants. The installed implants include a pedicle screw construct. The patient is allergic to nickel and may be sensitive to cobalt chrome. Allergy tests are on-going and a plan for care has not yet been made. This is report six of 14 for this event.

Manufacturer narrative:
Corrected information in b5. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report numbers 3012447612-2020-00629 thru 3012447612-2020-00642.

Event description:
It was reported that the patient is having a possible allergic reaction to some spinal implants. The installed implants include an epic construct and a breckenridge cage. The patient is allergic to nickel and may be sensitive to cobalt chrome. Allergy tests are on-going and a plan for care has not yet been made. This is report six of 14 for this event.

Manufacturer narrative:
Information added to d8 and h6: component, investigation type, findings, and conclusions. This follow-up report is being submitted to relay additional information. Summary: the complaint is unrefuted for the vitality construct causing an allergic reaction. Medical records were not provided for review. Device evaluation: product was not returned as it remains implanted. A device evaluation could not be performed. Potential cause: root cause was unable to be determined with the available information. DHR review and related actions the lot numbers were not provided, so the DHR review could not be performed. Device use: these devices are used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that the patient is having a possible allergic reaction to some spinal implants. The installed implants include an epic construct and a breckenridge cage. The patient is allergic to nickel and may be sensitive to cobalt chrome. Allergy tests are on-going and a plan for care has not yet been made. This is report six of 14 for this event.

Manufacturer narrative:
H6 additional clinical sign: 4421. D4 UDI number: only the gtin is available since the lot number is unknown. Additional information in a2, a4, a6, b6, b7, and d4: UDI number. Corrected information in a5, b2, b5, d2, d3: email, e4, g1, and h6. The patient submitted mw5162135. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that the patient is having a possible allergic reaction to some spinal implants, including tingling, swelling, and eczema. The installed implants include a pedicle screw construct. The patient is allergic to nickel and may be sensitive to cobalt chrome. Allergy tests are on-going. This is report five of 14 for this event. New information received: a revision surgery is expected to be performed to remove the posterior fusion construct. The patient submitted mw5162135 in association with this event. In it, the patient reported that the screws are pulling out.

Event description:
It was reported that the patient is having a possible allergic reaction to some spinal implants, including tingling, swelling, and eczema. The installed implants include a pedicle screw construct. The patient is allergic to nickel and may be sensitive to cobalt chrome. Allergy tests are on-going. This is report five of 14 for this event. New information received: a revision surgery was performed to remove the posterior fusion construct. The patient submitted mw5162135 in association with this event. In it, the patient reported that the screws are pulling out.

Manufacturer narrative:
H6 additional clinical sign: 4110. Corrections in b5 and h6: investigation type, findings, and conclusions. Device evaluation: the device remains implanted, so a physical examination cannot be performed. A CT scan image was provided which shows the pedicle screw at left l4 is protruding out of the front of the vertebral body. The allergic reaction cannot be confirmed using the provided CT scans and x-ray. Root cause: a definitive root cause cannot be determined with the information provided. The screw pulling out of the bone may have been a result of higher than normal forces being placed on the screw and closure top by the rod. The cause of the allergic reaction is still unknown. DHR review: the lot number was not reported and the device was not returned, therefore a DHR review is unable to be performed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.